Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of 311mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: evaluation revealed no time/date reset was observed in the black box review. A manual time/date change was made from (B)(6) 2016 06:53 to (B)(6) 2016 18:56. The bb shows an unexplained loss of prime on (B)(6) 201 11:24; deliveries resumed at (B)(6) 2016 23:38. The pump was exercised for 24hrs. After 24hrs the battery was removed for approximately 23hrs; when the battery was reinserted the time/date did not reset to the default setting. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the time/date reset complaint during testing. The battery compartment is cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.